Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the pump was returned for investigation and evaluation revealed the display was dim, pink and faded.

Manufacturer narrative:
The date of the product analysis is (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and investigation was performed by product analysis on (B)(4) 2012 with the following findings: the display screen was discovered to be pink, dim and fading during the product analysis investigation. A new display screen was connected to the pump and operated according to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.